Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon deployment of the sensor wire the patient stated the sensor wire stayed attached to the applicator. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).